Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
Field service representative reported alarm led failure. The unit was not in use when the reported problem occurred.

Manufacturer narrative:
G4: 24apr2020. B4: 28apr2020. The field service engineer fse confirmed the failure. The power switch overlay was replaced along with the user interface power management cable. The reported issue was resolved. The unit is fully functional and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.